Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 56-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage c shock, on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), there was hematuria. An echocardiogram verified position and albumin given. The urine started to clear but still pinkish in color. The labs were not hemolyzed. A plasma free hemoglobin was < 30. The physician did not feel the hematuria was impella related so continuous bladder irrigation started and a foley catheter inserted. The post-procedure outcome is unknown. The impella functioned at p-2 at 2.1l/min as intended. Bleeding (hematuria) is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
Updated information: h6 component code changed to g07003. The investigation for hematuria has been completed. The cause of the injury was not determined due to insufficient clinical details.